Manufacturer narrative:
UDI not available for an unknown serial number.

Event description:
It was reported that the implantable cardiac monitor exhibited an unspecified sensing issue. It was noted that the device exhibited false positive episodes for atrial fibrillation. Programming changes were discussed.